Manufacturer narrative:
Analysis of the legacy system found no device failure. After doing multiple registrations with the black sure trak, the issue could not be duplicated. The camera tracked the instrument without any problems. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation while in a sacroiliac and thoracolumbar procedure. It was reported that site successfully verified that black suretrak but the instrument was not able to track during navigation. It was reported that the site were tracking the midas drill with sure trak. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.